Event description:
A report was received that the patient had pocket discomfort. It was noted that the patient was very thin. The patient underwent a revision procedure wherein ipg was relocated. The patient was doing well postoperatively.